Event description:
Complainant's attorney indicates client injured using dressing on 8/5/96.

Manufacturer narrative:
No sample of lot number were provided for evaluation. Additional correspondence was sent to the complainant to obtain further information although no more information was provided regarding the nature of the complaint. Current retained samples of five different lot numbers were inspected and found in compliance. A current two year complaint trend shows no unexplained upward trends which would indicate a quality concern. No corrective action is considered necessary. Trends of complaints shall continue to be monitored.